Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy procedure, the surgeon stated that while doing a regular surgeons knot, surgeon had one needle pop off during the case and fell into patient's cavity but was retrieved via grasper. Operator had to open up 3 additional packages to get a suture where the needle didn't pop off. There was no patient injury.